Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that all patients not crossing to server and stations. A technical support specialist (tss) found that external inbound processor service had hung due to many messages failing to dequeue and was fixed by restarting the service. Tss installed bd observer tool on the application server to prevent future issues. Tss after cleared the inbound messages for patients, orders were still not crossing from carefusion coordination engine (cce). Tss was engaged to correct the configuration on the pis_order feed in cce, which had been set to ¿manual¿ start. The customer had called an all-clear, and no further incidents were reported issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient was not showing at es server. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.